Manufacturer narrative:
The previous report included device problem code as overheating of the device, which is incorrect. The problem code is smoking. This report is being filed to correct this information.

Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit has burning smell and smoke came through the mask. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.